Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented with multiple shocks, diaphragmatic stimulation and dual lead dislodgement due to twiddler's syndrome. Lead was replaced and the atrial lead was repositioned.